Event description:
It was reported that during a low anterior resection surgery, the anvil was left in the patient. Case was completed successfully. Patient returned for anvil removal. All other information was unavailable to the sales rep at the time of the call.

Manufacturer narrative:
(B)(4). Date sent 8/8/2024. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what did the surgeon do to confirm the anvil was in place prior to firing? Was the surgical procedure completed and the patient had to come back for a secondary procedure? What is the timeline between the first procedure and the second (anvil removal) procedure? What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 9/18/2024 corrected data d7a additional information was requested, and the following was obtained: what did the surgeon do to confirm the anvil was in place prior to firing? Was the surgical procedure completed and the patient had to come back for a secondary procedure what is the timeline between the first procedure and the second (anvil removal) procedure what were the indications for surgery what surgical procedure was performed did the patient receive any preoperative chemotherapy or radiation were there any issues experienced with the device in the initial surgical procedure what healthcare professional fired the device and what is his/her experience with the device where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing were there any issues with device use/firing what confirmation was received that the device completed the firing sequence was the green checkmark visible at the end of the firing how many counter-clockwise revolutions of the adjusting knob were used to open the device was there any difficulty removing the device was a complete transection of the white breakaway washer visually confirmed were the donuts inspected if so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were their other contributing factors to include patient tissue condition? Answer: the account will not disclose any more information.